Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the distal popliteal artery and anterior tibial artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician had difficulty advancing the cat6 into a non-penumbra sheath. Subsequently, the tip of the cat6 became kinked. Therefore, the cat6 was removed and the procedure was completed using a new cat6 and another sheath. There was no report of an adverse effect to the patient.